Manufacturer narrative:
B3: date stated occurred in july, year and date are unknown. E1: facility name. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the chemical solution does not flow according to the set flow rate. Per reporter, the event occurred while in patient use, during infusion. No patient harm reported.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found no miss setting or other errors related to delivery failures. Functional testing was performed. The customer's stated problem was not confirmed. The pump's delivery accuracy was within specification. There was no known cause of the reported issue, and preventative expulsor accuracy adjustment was done.